Event description:
It was reported that a peritoneal dialysis (pd) patient had become disconnected from the patient line (pl) causing a fluid leak during dwell 3 of 4 of treatment. The patient was going to lay down in bed and felt something warm. When the patient looked down, the pl had disconnected and there was fluid leaking from the catheter. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms/warnings prior to leak. It was reported that an alternate treatment option was not available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had become disconnected from the patient line (pl) causing a fluid leak during dwell 3 of 4 of treatment. The patient was going to lay down in bed and felt something warm. When the patient looked down, the pl had disconnected and there was fluid leaking from the catheter. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms/warnings prior to leak. It was reported that an alternate treatment option was not available. Additional information was requested, however to date has not been provided.